Event description:
It was reported that the right atrial (ra) lead exhibited low pacing impedance, small p waves and no capture at maximum output. The ra lead was capped on (B)(6) 2024 and replaced. During the procedure, the new ra lead was connected to the older chronic generator. Initially, parameters were satisfactory but while suturing, p wave and resistance dropped. The pocket was opened and both atrial leads were tested through a pacing system analyzer and values were within normal limits. A decision was made to replace the pacemaker. The new ra lead was connected to a new pacemaker with parameters within normal limits. The patient was stable.

Manufacturer narrative:
The reported events of inadequate capture and sensing problem were confirmed. The reported event of low pacing impedance was not confirmed. As received, the device output was not available. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal levels. Hybrid circuitry was tested, indicating normal drain, consistent with moisture damage. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: b5: field should reflect inadequate capture on the device.

Event description:
Related manufacturing report number: 2017865-2024-64088. It was reported that the right atrial (ra) lead exhibited low pacing impedance, small p waves and no capture at maximum output. The ra lead was capped (B)(6) 2024 and replaced. During the procedure, the new ra lead was connected to the older chronic generator. Initially, parameters were satisfactory but while suturing, p wave and resistance dropped and high capture thresholds were also noted. The pocket was opened and both atrial leads were tested through a pacing system analyzer and values were within normal limits. A decision was made to replace the pacemaker. The new ra lead was connected to a new pacemaker with parameters within normal limits. The patient was stable.